Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as a supplemental.

Event description:
On (B)(6) 2013, the reporter stated that there were occlusion alarms that occurred. The syringe sliding force is too rough. The morphine was not administered to the patient. Additional information received via email on (B)(6) 2013, the reporter stated that there was no medical intervention.